Event description:
A surgeon reported they were unable to aspirate during the irrigation and aspiration (I/a) portion of a procedure. The displayed value was 400mmhg. The system was exchanged to complete the case. There was no impact to the patient. Additional information has been requested.

Manufacturer narrative:
With no additional, related information provided, the root cause of customer reported event cannot be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 11, 2011. Based on qa assessment, the product met specifications at the time of release. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).